Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia, the insulin pump had air bubbles and it was under delivering. The customer¿s blood glucose level was 33 mmol/l at the time of incident and was treated with injection pens. The customer¿s current blood glucose value was 22.8 mmol/l. The customer had nausea, vomiting, abdominal pain, and difficulty in breathing. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer¿s other blood glucose was 27 mmol/l followed by which they did a correction bolus. As later, the blood glucose increased; they took off the insulin pump, changed sensor and infusion set, then restarted the insulin pump. By the time they went to bed, the blood glucose only went down to 26 mmol/l. This morning the blood glucose was at 14.9 mmol/l, later was 19 mmol/l. The customer was administered backup injection needles. The customer noticed the medium size, multiple air bubbles in the tubing during the filling process and during therapy. The customer alleged that the insulin pump was under delivering as the insulin pump settings may not be properly programmed, and it was not extracting insulin properly thus the air bubbles in the tubing. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The air bubbles were successfully removed. The customer reported that the insulin did not exit at the quick release. The device will not be returned for analysis.